Manufacturer narrative:
The reported oad was received for analysis. Upon visual examination, the driveshaft of the oad was found to be fractured and the crown was detached. Scanning electron microscopy was performed and no issue was identified with the weld zones. The fracture faces displayed evidence that the crown was pulled distally to the point of detachment. The exact cause of the detachment is unknown. When tested, the oad operated as intended with no additional anomalies noted. At the conclusion of the device analysis investigation, the reported device advancement issue was unable to be confirmed. The device history record for this oad lot number has been reviewed. One shaft from the reported lot was found to have a bad crown weld during the manufacturing process. Analysis of the weld nuggets of the reported device did not identify any weld issues, so this finding was determined to be unrelated to the reported event. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device would not advance to the lesion. The target lesion was 95% stenosed and located in the right coronary artery. The coronary device was inserted but would not advance to the lesion. The device was removed and the procedure was completed with balloon angioplasty and stent placement. During analysis of the reported device, the crown was found to be detached and missing. It was reported to csi that the cause of the detachment was unknown, and there were no adverse consequences to the patient during the procedure.